Manufacturer narrative:
The rating of clv-s40pro is 8a but the customer use the fuse of rating 5a, that's why the fuse breakage happened due to excessive current. We presumed the phenomenon was attributed to customer mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that the subject device could not be activated before the procedure. Since the facility couldn't find a spare fuse (rating 8a) of clv-s40pro the fuse (rating 5a) of otv-s7v was inserted. The subject device became activated, therefore, the customer started the procedure but the fuse of otv-s7v (rating 5a) broke during the procedure. After that, the customer could find the correct spare fuse (rating 8a). The customer attached it to the clv-s40pro and completed the procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this supplemental report is required on december 11, 2015. This is a supplemental report for MFR report #8010047-2013-00438 to provide device evaluation results. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. A slight deformation of the fuse box and a discoloration of terminal were observed. But the phenomenon was not reproduced with a regular 8a rating fuse described in the instruction manual. There was no irregularity of the subject device with the device history record. The regular fuse rating of the subject device is 8a; however, the customer used the irregular rating fuse of 3.15a for otv-s7. Therefore, the fuse breakage happened due to current exceeding 3.15a during the procedure. We presumed the phenomenon was caused by customer mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
We correct the description "the fuse (rating 5a) of otv-s7v" and "the fuse of otv-s7v (rating 5a)" in the initial report to "the fuse of otv-s7".